Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator, the oxygen regulator assembly failed at installation. There was no patient involvement.